Manufacturer narrative:
(B)(4)

Event description:
Additional information received indicated that externalized conductors were observed under fluoroscopy. The asymptomatic patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, an alert was observed due to high, out of range high voltage lead impedance. Further testing on the lead was recommended. No further information is available.